Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening. Assessed as fold flow opening and one opening assessed as surgical damage. Crease/folding of implant : observed. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported right side deflation. The device has been explanted.

Event description:
Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.